Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on the anastomosis of the right hepatic vein during laparoscopic right hepatectomy, the staples were blasted one by one, and the blood vessels were excessively bleeding. This resulted to blood loss of more than 500cc and blood transfusion was required. Also, surgical time was extended for more than 30 minutes. After suturing, the patient was sent to the ICU for observation.